Event description:
Procedure performed: cholecystectomie. Complaint 1 of 8: (B)(4). Complaint 2 of 8: (B)(4). Complaint 3 of 8: (B)(4). Complaint 4 of 8: (B)(4). Complaint 5 of 8: (B)(4). Complaint 6 of 8: (B)(4). Complaint 7 of 8: (B)(4). Complaint 8 of 8: (B)(4). Translation: use on cholectstectomy, placement of clips on cystic duct and cystic artery. The surgeons used the device as usual on several colecystectomies performed in recent weeks, two surgeons (doctor [names redacted]) had similar problems with clips not coming out and some remaining partially open. Dr [name redacted] explained: "for several weeks, every 2 or 3 operations, the devices have not always delivered clips when the handle is fully engaged. In addition, some of the clips did not close completely and remained partially open. The clips moved slightly along the duct or artery. The surgeon reports that there was no impact on the patient. When the clip did not come out, the surgeon re-engaged the handle several times and the clips came out again. When the clip does not close completely, the surgeon secures it by applying an additional clip to the cystic duct and artery, as this problem does not occur with all clips from the same device, according to the surgeon. Additional information received from applied medical representative via email on 18dec23: the scrub call me back and say me that both surgeons (dr [name redacted] and dr [name redacted]) had a problem with the clip applier at least 4 times. The surgeons are sorry but they don¿t remember exactly how many time. Additional information received from applied medical representative via email on 10jan24: when the problem is no clips coming out, no clips present between the jaws when loading. This is a regular problem. The first surgeon admits that he does not always fully skeletonize the vessels and ducts before using the ca 500, however the second surgeon always fully skeletonizes the vessels and ducts before using the ca 500. The surgeons do not skeletonize the tissue using the ca500. I have attached a photo so you can understand which end of the clip does not close (the end of the two branches of the clip do not touch). This has only occurred once with dr [name redacted]. Intervention: continued using the device. Secured vessels with more than one clip. Patient status: no impact on the patient.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: cholecystectomie (B)(4). Translation: use on cholectstectomy, placement of clips on cystic duct and cystic artery. The surgeons used the device as usual on several colecystectomies performed in recent weeks, two surgeons (doctor [names redacted]) had similar problems with clips not coming out and some remaining partially open. Dr [name redacted] explained: "for several weeks, every 2 or 3 operations, the devices have not always delivered clips when the handle is fully engaged. In addition, some of the clips did not close completely and remained partially open. The clips moved slightly along the duct or artery. The surgeon reports that there was no impact on the patient. When the clip did not come out, the surgeon re-engaged the handle several times and the clips came out again. When the clip does not close completely, the surgeon secures it by applying an additional clip to the cystic duct and artery, as this problem does not occur with all clips from the same device, according to the surgeon. Additional information received from applied medical representative via email on 18dec2023: the scrub call me back and say me that both surgeons (dr [name redacted] and dr [name redacted]) had a problem with the clip applier at least 4 times. The surgeons are sorry but they don¿t remember exactly how many time. Additional information received from applied medical representative via email on 10jan24: when the problem is no clips coming out, no clips present between the jaws when loading. This is a regular problem. The first surgeon admits that he does not always fully skeletonize the vessels and ducts before using the ca 500, however the second surgeon always fully skeletonizes the vessels and ducts before using the ca 500. The surgeons do not skeletonize the tissue using the ca500. I have attached a photo so you can understand which end of the clip does not close (the end of the two branches of the clip do not touch). This has only occurred once with dr [name redacted]. Intervention: continued using the device. Secured vessels with more than one clip. Patient status: no impact on the patient.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint is unknown, however, it is likely to be within the scope of the recall.